Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients stimulator was causing pain due to how the physician implanted the device. The patient underwent an explant procedure. No further information could be obtained despite good faith effort.